Event description:
The pt reported that 3 months ago his blood glucose readings were in the 400-500 mg/dl range. His normal range is 120-140 mg/dl. He attempted to bolus a total of 9 units to decrease his blood glucose. He reported that his blood glucose levels did not decrease. The pt then switched to his backup infusion device and stated that is blood glucose levels returned to normal. The pt did not provide any symptoms of this elevated blood glucose expect for extreme moodiness. No medical assistance was required. The product was requested to be returned for evaluation.